Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient came into clinic for a follow up, erosion was observed at the implant site and the suture was found to be opened. The device was removed and the patient was stable following the procedure.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.